Event description:
Pt had a retained portion of an on q pain buster catheter, approximately 15 inches long, that required additional surgery to remove. The device was placed on (B)(6) 2010 after an abdominoplasty. A few days later, the pt went to the surgeon's office to have the device removed. At a later time, it was discovered that a portion of the pain pump, a piece of the catheter, was not removed. It had somehow broken off and was retained in the pt's abdominal area. The catheter was not harming the pt, so she waited to have it removed until she wanted another cosmetic procedure performed. She had the cosmetic procedure performed on (B)(6) 2012 and at that time, the surgeon removed the catheter device. Reason for use: post op pain relief from abdominoplasty procedure.